Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, patient has lumps.

Event description:
Healthcare professional reported "rupture advising the patient has lumps". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d6b, h6.

Event description:
Healthcare professional reported left side "rupture advising the patient has lumps". Healthcare professional later reported "any creases". The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture advising the patient has lumps". Later, healthcare professional reported creases. Healthcare professional later reported "breast pain", "ptosis, pseudoptosis" and "implant malfunction". Healthcare professional later reported "the patient was in a significant amount of pain and had met with our office multiple times". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: lump/nodule unable to observe as it is not related to the manufacturing process. Rupture: not observed. Crease / folding of implant: observed. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Unreporting the previously reported rupture since the physician confirmed that the patient did not have a rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "capsular contracture grade 4". Unreporting the previously reported rupture since the physician confirmed that the patient did not have a rupture.